Event description:
The customer reported that following a diagnostic catheterization procedure on 7/8/99, a vasoseal vhd kit size 4 was deployed. The pt returned to the physician's office complaining of groin pain. The physician assessed the groin and removed the protruding vasoseal vhd sheath and collagen plug. No further complications were reported.